Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction.

Event description:
Alert/notification settings.

Manufacturer narrative:
(B)(4).